Event description:
"Leak in iab circuit" alarms sounded from the pump. No blood back was noted and fill cycles continued. The pt's limb was cold and bypass was required to get blood flow to the limb. The doctor was unable to remove the iab. Th iab was entrapped. In 11/2004, datascope received the voluntary medwatch form from the user-facility. See attached. Datascope was also notified the pt expired with iab in place. Also reported the contact did not think the pt's death was a attributed to the event.